Manufacturer narrative:
Caller did not know which strip lot produced the discrepant result. Lots 21625211 (expiration date 02/28/2014) and 21637312 (expiration date 03/31/2014) were in use at the time of the event. It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient tested 5.7 inr on the coaguchek xs system while a comparison lab returned as 4.1 inr. Patient's coumadin dose was held for 2 days based on the meter result. No adverse event reported. Requested return of suspect system and replacement was sent.